Manufacturer narrative:
The event log of the device was reviewed. The event log shows multiple events of upstream occlusions, which could have led to the delay of the infusion. Flow rate testing was performed. The device was found to have a flow rate deviation of -4.3%, which is within ±5% specification. The reported issue could not be duplicated.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2021-00015).

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2021 , a complaint handling technician of infutronix reported an issue on behalf of an end user: "pump 703304 took 5 more hours than scheduled to deliver the medicine needed. The patient says the pump had beeped for hours so its possible an occlusion alert not clearing led to the delay." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed.